Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had multiple valid temperature alarms. Blood glucose level was impacted (245 mg/dl) and was addressed by administering manual injections. Reportedly, the customer was laying out by the pool and was exposed to the sun for a prolonged amount of time. Subsequently when the temperature alarm declared, an altitude alarm declared. Tandem technical support advised contact to let the pump air out for two hours before replacing cartridge. It was indicated that the customer would administer manual injections as alternate insulin therapy. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.